Manufacturer narrative:
(B)(4). It was reported that calcification was noted in the common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. Evaluation summary: the device was returned and the reported failure to deploy the suture could not be confirmed as the device was returned in the pre-deployed position. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported failure to deploy the suture could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other two proglide devices referenced were filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement with proglide devices were attempted in the mildly calcified right common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi). The arteriotomy was a 14fr sheath. Reportedly, when the device was removed, the sutures pulled out of the artery. A second and third proglide were used with the same results. Two additional proglide devices were used for successful suture placement using the preclose technique. The tavi procedure was completed and hemostasis was achieved using the pre-placed sutures from the two proglide devices. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.